Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The first prostyle device was deployed and pre-placed as intended. Reportedly, during use of the second prostyle device the lever was returned to the original position before attempting to remove the device; however, the footplate could not be retracted and was fully deployed. Multiple unsuccessful attempts and manipulation were made to remove the device; however, the device could not be removed. Force was then used to remove the device which resulted in a small tear in the vessel. The tavi procedure was completed. A non-abbott covered stent was used to treat the vessel damage and achieve hemostasis . There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open or close the foot include, but not limited to, tissue or suture caught in the foot which likely led to the reported difficulty removing the device. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu) states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. The instructions for use (IFU) violation was circumstantial due to the difficulties experience during removal. The reported patient effect of dissection is a known risk of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6 medical device problem code: 2017 - excessive force.